Event description:
During a shoulder procedure the surgeon was ablating the tissue and the tip of the probe was sparking. There is a huge piece missing off the probe and it burnt the end of their scope. The probe is melted around the area in a v-shape. The missing piece was flushed out of the operative area and there was no injury to the pt. It was noted that the surgeon is familiar with the probe's performance as he has used them in the past.